Event description:
Pt admitted to hosp 12/20/94 with complaints of pain of theleft hip for approx 2 yrs duration. Radiographic examination of the hip revealed protrusion of acetabuli, status post left total hip revision. Original implant was placed during 1979. Pt was admitted to the hosp for removal of a deep six acetabular cup with allograft, left acetabulum, and revision of the acetabular component utilizing acetabular ring and another co's cup. Intraoperatively, the deep six cup was found to be protruding centrally, which had caused breakage of one screw.